Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6- the complaint device was not received for investigation. A photo investigation was performed based on the five images attached to the notes & attachments section of pc on october 7th, 2021. The images were reviewed, and the complaint condition is confirmed. The impaction tool has a portion of the threaded rod broken off inside of the mating site with the insertion handle. This piece of threaded rod would prevent an unbroken impaction tool from assembling with the insertion handle. The device is not missing in the photos provided. A definitive assignable root cause could not be determined based on the provided information. As the device was not returned, an as-received condition could not be assessed and a dimensional inspection and document/specification review were not completed. During the investigation, no product design issues or discrepancies were observed (based on the image) that may have contributed to the complaint condition. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot : part: 03.010.523, lot: 2l99751, manufacturing site: bettlach, release to warehouse date: 17.april 2019. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021, while setting up the loaner set for a left femur nailing surgery, the handle of the instrument was missing a part. There was a damaged impactor and jig that could not be attached and tegaderm was used to tape the instrument together. The jig was struck instead of the impactor to insert the nail. The procedure was completed successfully without delay. This report is for one (1) driving cap/threaded. This is report 3 of 3 for (B)(4).